Event description:
It was reported that during an unspecified procedure in the bile duct, the distal sheath of the lithotripter compatible basket became torn. It is unk how the procedure was completed. There were no reported pt complications and the pt was reported to be "good" post procedure. Additional info has been requested, but has not been received.